Event description:
It was reported that during the procedure the leadless pacemaker dislodged post release. The device was retrieved and removed from the body. The patient was reimplanted with a new device and was stable.

Manufacturer narrative:
The reported event of dislodgement during implant post tether mode could not be confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with force during the procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the procedure the leadless pacemaker dislodged post release and traveled to the pulmonary artery. The device was retrieved and removed from the body. The patient was reimplanted with a new device and was stable.